Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony led surgical lighting system and found that both screws that secure the cover to the light were still in place; however, the yoke cover appeared to be damaged. Based on the description of the reported event, it appears the surgical lighting system sustained impact damage resulting in the detachment of the yoke cover. The operator manual states (pp 1-3), "do not bump lightheads into walls or other equipment." The operator manual further states (pp 1-4), "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the plastic cover, confirmed the lighting system to be operating properly, and returned the unit to service. A steris account manager performed in-service training with the user facility personnel on the proper use and operation of the harmony led surgical lighting system. No additional issues have been reported.

Event description:
The user facility reported that one of the plastic yoke covers detached from their harmony led surgical lighting system and made contact with the patient. A procedure delay occurred as the sterile field was re-established. No report of injury.